Manufacturer narrative:
The broken screw remains in the patient and is not available for evaluation. It is not known how long the devices have been implanted. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions could be made based upon examination of x-ray images that were provided. This appears to have been a challenging case and product selection may have contributed to the event. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. Device remains in patient.

Event description:
Contact reports a skyline variable screw broke in situ. The screw remains in the patient and there are no plans for explantation. It is not known when the screw broke. However, the surgeon is reported to believe that the breakage led to delayed union. There are no adverse consequences to the patient at this time.